Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was in a discharged stated. It was noted that the power-on-reset (por) had occurred and was not successfully cleared. The patient was going to reschedule an appointment to clear the por once the ins was charged (patient was advised to charge to 25% in order to clear the por). The reporter stated that there were no patient symptoms or injuries related to this event and their status was ¿alive ¿ no injury¿. Additional information received a day later reported that the patient had been unable to charge the ins, but the manufacturing representative assisted him with recharging on the day prior to this report. The patient was then able to fully charge the ins. The patient reported that after the ins was fully charged on the day of this report, he tried to ¿get a connection¿ with the ins and the ins ¿just turned on¿. It was noted that stimulation was on high and the patient could not turn it off or turn it down. The patient reported seeing a ¿call you doctor¿ icon and a por condition. Further information received on the same date reported that the patient experienced an overstimulation sensation during the recharge session. The reporter stated that the patient had pressed the ¿stimulation on¿ button on the patient programmer, which caused stimulation to turn on but at ¿very high levels¿ and the patient was unable to turn it off. It was noted that stimulation turned off after the patient initiated a physician recharge mode. The patient was unable to clear the por on the patient programmer. The patient stated that it had been ¿a few months¿ since he had last felt any stimulation. Follow up information received on (B)(6) 2013 reported that the por had not yet been cleared at the time of report. The patient was going to charge their battery and then notify the manufacturer¿s representative to clear the por. If additional information is received, a follow up report will be sent.